Event description:
It was reported that the patient presented in the clinic due to pacemaker pocket erosion. The pacemaker was explanted due to pacemaker pocket erosion. The patient was discharged post-procedure.

Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.